Manufacturer narrative:
Product analysis summary: as received the gauge needle was at approx 4atm. The everest syringe body, tube and lure rotator/connector all appear undamaged and without defect. Closer visual inspection to the gauge detected no damage to the gauge housing. During functionality testing the device aspirated water with the needle remaining at 4atm, the needle failed to return to vacuum (red in the dial). The device was pressurized while turning the knob one full turn, the needle moved steadily to 30atm while pressurizing the device without issues. During depressurization and under vacuum the needle returned and remained in the same position (4atm). The gauge was removed from the syringe body, the bore filter appeared clean during inspection, and without obstruction.

Event description:
The physician intended to use an everest inflation device during a procedure. No damage was noted to the packaging. The device was removed from packaging, inspected and prepped per IFU with no issues noted. The indeflator was directly connected to a non-mdt balloon catheter. The balloon was in the patient when the issue was noted. It is reported that the needle of the gauge only moved up 2-4 atms. The balloon inflated however the needle only moved to 2-4 atms. After the indeflator was replaced the balloon was used without any issues.

Manufacturer narrative:
Additional functional testing: the gauge was tested for accuracy (as received) and found to be out of the specified tolerance. The gauge was out of tolerance by 56 psi throughout the scale. The pointer was removed and reset within the zero box and the gauge was tested for accuracy. The gauge was found to within the specified tolerance. The returned gauge was disassembled to inspect the internal components for damage. There was no damage observed to the internal components. The process connection was sectioned to inspect the inner surface of filter. There were no defects found during the inspection of the filter and socket bore hole. The returned gauge was subjected to a shock or impact which led to the pointer being off of zero. This is based on the resetting of the pointer correcting the out of tolerance condition and the gauge being out of tolerance by the same amount through the scale. If information is provided in the future, a supplemental report will be issued.